Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tube the stopper pops out of the tube and cracked tube. The stopper pop off event occurred 27 times. The stopper cracked tube event occurred 27 times. The following information was provided by the initial reporter. The customer stated: "during the air delivery process, the tube burst due to the loosening of the tube cover."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tube the stopper pops out of the tube and cracked tube. The stopper pop off event occurred 27 times. The stopper cracked tube event occurred 27 times. The following information was provided by the initial reporter. The customer stated: "during the air delivery process, the tube burst due to the loosening of the tube cover."

Manufacturer narrative:
H6: investigation summary: no sample and 1 photo were returned by the customer in support of this complaint from catalog 367962, lot number 2080690. The photo shows a shelf pack of 100 tubes with the shrinkwrap still on the product. The photo does not show the customer¿s failure mode of stopper pop off and damage. The 90 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the photo did not show the failure mode and retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off and damaged¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.